Manufacturer narrative:
Investigation: 10/30/2015. An investigation of epump 1000ml safety screw spike feed and flush was performed for the reported condition of, ¿the patient developed hypoglycemia further to the malfunction of the pump tubing.¿ a representative sample from the complaint lot was visually evaluated and tested ¿ no issues were found. The reported condition could not be confirmed. It should also be noted that when the patient went into the radiology department later, it was discovered that there was a kink in the gastric tube, which was not a covidien device. Epump 1000ml safety screw spike feed and flush was manufactured on may 27, 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 10/07/2015. An investigation is currently underway. Upon completion, an updated complaint investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an epump. The customer reported to covidien on (B)(6) 2015 that the patient developed hypoglycemia further to the malfunction of the pump tubing.